Event description:
In early 2009, the patient's wife stated that she had just changed the patient's infusion set and she was assisted with priming. She stated that the patient was "about to have a seizure because his blood glucose is so high." She stated that his blood glucose measured "hi" on his blood glucose monitor. She was advised to contact the patient's physician. The patient called back a week later,, and stated that he experienced a seizure due to elevated blood glucose and he was incoherent and vomiting, and he had a bowel movement. His wife discovered that the infusion tubing was kinked. He stated that he has an infection and is taking an antibiotic. Since become ill, his blood glucose has ranged from 49-389 mg/dl. The patient's wife discarded the infusion tubing. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.